Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned warmer found a cracked tank cover and enclosure along with a damaged line cord, plate clip, and pole clamp from wear. Functional testing was performed by filling the tank with water, attaching the temperature check, plugging in the line cord, and turning on the power switch. The reported problem was confirmed. The cause of the reported problem was a faulty printed circuit board (pcb). The pcb was replaced as well as the enclosure, tank cover, front cover, plate clip, line cord, and pole clamp. In addition, preventive maintenance was performed. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 lcd is not working. No patient adverse events reported.